Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface h3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped, ¿fell of the bed¿. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no adverse impact to the customer¿s blood glucose level.